Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated high impedance in the battery. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6725 crdm adaptor, implanted (B)(6) 2010; 419488 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced as it could not be interrogated. It was also reported that the left ventricular (lv) lead had exhibited chronic high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.